Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during a craniotomy surgical procedure, it was observed that the burr devices were falling out were hard to insert while in use with the attachment device. The reporter stated that nothing fell into the patient. There was a five minute delay to the surgical procedure. An identical spare device was available for use to successfully complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and loose, which created a situation where the cutter was not able to be inserted. It was determined that was due to bearings that were no longer in axial alignment, not allowing the cutter to pass through. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.